Event description:
It was reported that after central processing, while preparing instruments for the case planned, it is found that monopolar cautery instrument was having rigid movement and snake wrist was not moving freely to all direction while physically moving the same. The instrument was not installed and alternate instrument was used for the procedure. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the clinical sales representative (csr) informed that the issue was noticed before the start of the procedure. The ports were not placed on the patient. The instrument was not used as it was having rigid movements.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and the reported failure was confirmed. The instrument was found to have exhibited unintuitive motion (moved precisely and proportionally to the master, started and stopped with master motion, just moved in the wrong direction) when placed and driven on an in-house system. Further evaluation found the instrument had a broken snake wrist cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.